Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. When the physician attempted to wiggle it back and forth, the clip detached from the mucosa but remained attached to the catheter. The device was removed from the scope. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
And block e3 (occupation) has been updated based on the additional information received on november 29, 2023. Block h6: imdrf device code a15 captures the reportable event of clip would not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. When the physician attempted to wiggle it back and forth, the clip detached from the mucosa but remained attached to the catheter. The device was removed from the scope. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.